Event description:
It was reported that the ilet did not provide low blood glucose alerts on multiple occasions, including an event in which the user¿s glucose decreased from 80 mg/dl to 54 mg/dl without warning; the pump sound was enabled at a low volume, and mobile notifications were initially disabled but were re-enabled during troubleshooting. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and assistance from a caregiver, with no medical intervention or hospitalization. Investigation included user interview, troubleshooting of alert settings, and review of notification behavior. The user¿s ilet device was found to have audible alerts set to a low volume, and notifications for the ilet mobile app were disabled on the paired phone. After notification settings were re-enabled, the device was expected to resume normal alert behavior. At the time of this report, no device malfunction has been confirmed. A follow-up report will be submitted if further evaluation identifies additional findings.